Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of completion of the investigation. Evaluation in progress.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient disconnected the controller from the ac adapter, while connected to an ac adapter and a battery, and the pump stopped. The patient connected another battery to the open port and the system returned to normal operation. There was no reported patient injury as a result of this event. The controller con092533 and battery bat094709 were returned to the manufacturer for evaluation. The reported event was confirmed via review of the controller log files, which revealed a loss of power event. The returned controller passed visual inspection and functional testing. The battery reported in this complaint was removed from the market as part of fsca apr2014.1 and was destroyed as part of the required actions; therefore, the device was not available for analysis. The most probable root cause of the reported event cannot be conclusively determined; however, a possible root cause may be attributed to a malfunctioning power source. Complaints of this nature will continue to be tracked and trended. Z-1607-2014 field safety notice (fsca apr2014) was issued to provide patients and healthcare providers with information to recognize batteries with less than two hours of run time, as well as reemphasize instruction on actions to take when battery alarms occur and reinforce proper power management field safety notice was then expanded (fsca apr2014.1) in order to remove batteries from the field that were released prior to the implementation of enhanced battery screening process to address and prevent battery failures. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of the controller. The IFU provides instruction to further educate the patient about product safety, alarm management, and device maintenance; additional guidelines instruct the user on how to detect and react to a controller malfunction. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is one of two reports (3007042319-2014-00924 and 30074042319-2016-00124) submitted for devices related to the same event.

Event description:
Approximately eleven months and two weeks after hvad implantation, it was reported that the patient experienced a loss of power during a power source exchange. The controller was exchanged and the battery replaced. A preliminary evaluation of the controller log files confirmed a loss of power on the reported event date. There was no reported patient injury as a result of these events. The investigation is on-going.